Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump stopped working. It vibrated twice, alarmed several errors and turned off. Then, it turned back on, counted to seven, and then that screen came back on and the device was struck on the screen. The customer took the battery out and turned the insulin pump back on, and now the device was on but was not working. The customer's blood glucose was 220 mg/dl. The customer stated that the insulin pump was in their pocket. Troubleshooting was performed and during the process the insulin pump alarmed an error. The buttons were unresponsive. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and the displacement test. No unexpected reset error, bad battery, or signal too low alarms were noted. No vibration anomalies were noted. The insulin pump buttons all responded properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.